Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose levels ranged from 5.6 mmol/l to 22.9 mmol/l on (B)(6) 2018 and had bent cannula on the infusion set. The customer reported that the high blood glucose symptoms included nausea, vomiting , abdominal pain and difficulty breathing. Troubleshooting was performed. The customer reported that the insulin pump passed the high pressure test. The customer treated high blood glucose with manual injections. Product is not expected to return for analysis.